Event description:
Spacelabs received a report that a patient monitored with telemetry transmitter model 90341, receiver module model 90478, and central monitor model 91387-38 failed to generate an alarm for a seven beat vrun of ventricular tachycardia (vtach) on (B)(6) 2014 at 2:16 p.m. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing on (B)(6) 2014 of the involved devices by a spacelabs field service engineer confirmed all equipment worked to specifications with the exception of the transmitter. The transmitter failed the ¿lead switch¿ test and did not recognize loss of the right leg (rl) electrode. This is a reference only electrode and would not contribute to the failure mode for the customer complaint of ¿no alarm¿, however, the transmitter was sent to spacelabs for repair. The onsite testing was witnessed by a facility staff member. Patient retrospective data provided by the customer was reviewed by a spacelabs lead software engineer. The customer chose to store only one lead of ECG data in the patient database, rather than the two available leads of ECG data. Storage of data from both leads would have allowed for a more complete analysis of the event. At the reported time, a seven beat run of vtach was observed from the patient provided retrospective data. The beats in the run are irregular in rate and morphology with a long interval between the first and second beats. The ECG algorithm discounted the first beat in the run due to this long, irregular interval leaving only six beats in the run for a possible alarm event. The ECG waveforms provided by the one lead of data stored by the customer were extracted from the database and replayed through a spacelabs telemetry test system the test system detected the six beat vtach alarm. Qrs tone markers embedded in the extracted waveform indicate which beats were detected by the monitor during the initial, real-time analysis. It was found that several of the beats were not detected by the module as having met the alarm threshold for vtach, resulting in the lack of a vrun alarm. This indicates that the second ECG lead used in the original analysis, and which was not saved to the database, contained information which disqualified these beats as not ventricular; therefore, vtach alarm criteria was not met. However, since the customer could not provide the second ECG lead for review, a precise determination cannot be made. In conclusion, based on the patient information provided by the customer, the monitor did not alarm for a seven beat run of vtach since the beats did not meet the criteria for alarm. This supplemental report is considered final and the issue is closed. Placeholder.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report of failure to alarm for v-tach on telemetry central monitor.